Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the patient drain was connected to the device, the suction system did not appear to be working. Minimal fluid flow was observed only by gravity without effective suction. The suction indicator light on the device did not appear to work when the flow controller was activated. A 2nd pleurevac was therefore used, for which the same dysfunction was observed. A 3rd pleurevac was then installed for which everything worked well. The wall suction outlets were checked the next day, they were working properly". Additional information received states "there was no consequence for the patient". See associated MDR #3004365956-2024-00009

Event description:
It was reported that "after the patient drain was connected to the device, the suction system did not appear to be working. Minimal fluid flow was observed only by gravity without effective suction. The suction indicator light on the device did not appear to work when the flow controller was activated. A 2nd pleurevac was therefore used, for which the same dysfunction was observed. A 3rd pleurevac was then installed for which everything worked well. The wall suction outlets were checked the next day, they were working properly". Additional information received states "there was no consequence for the patient". See associated MDR #3004365956-2024-00009

Manufacturer narrative:
(B)(6) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.